Event description:
It was reported that post-op check the following day after implant that the right ventricle leadless pacemaker (RVLP) had dislodged and migrated to the pulmonary artery. The physician elected to explant and replace the RVLP. The patient was stable following the procedure.